Event description:
It was reported that this device was suspected of exhibiting premature battery depletion (pbd). Technical services (ts) analyzed device data disk and noted the power consumption is increasing in a gradual fashion. Replacement was recommended. No adverse patient effects were reported. Currently, the device remains in service.